Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: 0217061488, implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 14-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving baclofen (500 mcg/ml at 142.98 mcg/day) via an implantable pump for an unknown indication for use. It was reported a catheter event occurred. In the beginning of (B)(6) 2019 the patient had a fall and since this time has had a loss of therapy and increased spasticity. When the pump pocket was opened, the catheter was found to be kinked. The hcp manually unkinked the catheter and was able to aspirate cerebrospinal fluid (csf) freely from the catheter access port (cap) of the pump. The hcp stated they were keeping the intrathecal dose the same due to the fact the patient had been taking po baclofen post fall. Further complications were not reported. Additional information was received. The event was considered resolved. The patient's pump and catheter were implanted on (B)(6) 2019.